Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the writer poked himself with a used needle while using a blood culture device with a female luer lock. After using the device to fill the culture, the writer attempted to dispose of it in the bedside sharps container. However, the device did not fit into the opening of the container, and the writer's hand slipped. As a result, the right index finger was punctured by the needle.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.